Manufacturer narrative:
(B)(4). Health effect - clinical code. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient developed redness and a hard lump the size of a coin at the sensor puncture site. The patient mentioned he has a paramedic background and based on the signs and symptoms he was experiencing; he thinks he had an ¿ige¿ (immunoglobulin e antibodies) reaction to the sensor and the area looked ¿like a phlebitis¿ (inflammation of a vein). He stated the area was red, extremely hard under the skin, hot to touch, and painful. The reaction was treated with an unspecified oral antibiotic. The medication was not prescribed by a physician, it was provided by his wife who is a pharmacist. At the time of the report, the patient stated the reaction area healed after the antibiotic treatment. No additional patient or event information is available.